Event description:
On (B)(6) 2012, the reporter contacted animas to report the patient obtained a blood glucose level of 49 mg/dl and experienced the symptoms of confusion, shaking and slurred speech. The patient had taken a bolus dose of insulin via the pump based on a 'theory' that his dinner (meatloaf) contained fifteen carbohydrates. The patient administered self-treatment by consuming soda and candy, and felt better afterwards. His subsequent blood glucose reading was 109 mg/dl. He did not seek any medical attention. Troubleshooting revealed the pump had correctly calculated and programmed the bolus dose of insulin based on the entered carbohydrate value, all programming, settings and date/time were correct. Although the pump gave a warning of loss of communication during the bolus dose, it was determined the patient received 6.75 units of a 7.75 units normal bolus. A lesser dose of insulin would not have contributed to a hypoglycemic event. The patient's technique may have been incorrect by miscalculating the amount of carbohydrates in his meal. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia afterwards, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 11/18/2013 with the following results: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The available black box and alarm history show no alarms related to the complaint. The total daily insulin deliveries add up correctly and reflect the user's programmed basal rate. The pump completed and passed a 29 hour flow accuracy test; and it was found to be delivering within the required specification. The display has a pinkish contrast. Removed cover and replaced pink display with test display. The test screen is fully illuminated with no visible signs of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.